Event description:
A complaint was received from a customer that states they received a result of "hi". (A blood glucose reading greater than 600 mg/dl). They also stated that they received a reading of 625 mg/dl and the bottom half of the display is not showing. While on the phone it was explained to the customer that the system will only display a "hi" for blood sugars over 600mg/dl and that a blood glucose result of 625mg/dl was impossible to be reported with this system. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.